Event description:
It was reported that a motor stall and motor stall recovery had occurred. The motor stall was caused by the healthcare provider (hcp) using a magnet with preforming telemetry on the pump. There were no symptoms reported.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter product ID 8840, serial# unknown, product type programmer, physician product ID 8840, serial# unknown, product type programmer, (B)(4).